Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 65 mm in diameter abdominal aortic aneurysm. It was reported that, during the procedure, an unknown endoleak was observed. The physician elected to reline the endurant stent graft and the unknown endoleak was resolved. Per the physician, the cause of the endoleak was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: pre-implant films, anatomy sizing information and additional films during the index procedure were not provided. The exact cause of the possible type IV transgraft endoleak could not be determined from the still images provided; however, it may be due to heparin used during the procedure or patient condition.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.